Event description:
A fire erupted in the victims travel camper killing him, allegedly due to the use of a space heater and devices used to supply oxygen (oxygen tanks, regulators, conserving devices, and concentrators).

Manufacturer narrative:
Being sent for eval (B)(4). The law suit states that a precision medical conserver was involved in this incident, but no evidence has come forward. Unclear as to what device, the serial number or the date of MFR.